Manufacturer narrative:
The customer stated qc had been acceptable. Service was not dispatched for this event. No definitive root cause for this event can be determined with the data supplied.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to a higher than expected free t4 result of > 6.0 ng/dl generated by unicel dxc 600i synchron access clinical system for one patient. The result was reported out of the laboratory and questioned by the physician. Repeat testing produced a result within the normal reference range. It is unknown to the customer if there was patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.